Event description:
The patient had bilateral breasts augmentation with gel implants in 1981. In 1985 she developed fatigue arthalgia and myalgias of the shoulder and neck region. She noticed short term memory loss and continues to the present time with fatigue. The patient also, has dry eyes, requiring artificial tears, night sweats and chills. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.